Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter powers off during use. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the meter issue began on an unknown date in (B)(6) 2019. It is unclear from the documentation how she manages her diabetes. The patient confirmed that she made no changes to her normal diabetes management regimen. The patient alleges that at an unknown date after the issue began, she developed symptoms of ¿headaches, tiredness, blurry vision and urine smells¿. In response to the symptoms she attended her doctor and was treated with metformin 850 mg. During troubleshooting the csr noted this was not the first time the product was being used, there was no obvious misuse of the meter, and based on information provided the batteries did not need replaced. Csr noted the issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after the alleged product issue began, and there is insufficient information to rule out the contribution of the subject meter to the event.